Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch # unk.

Event description:
The patient underwent surgical resection of his colon due to diverticulitis. The event further states that due to an alleged stapler malfunction, ¿the incision did not close properly¿ which caused patient to develop a serious infection. The patient alleges pain and suffering.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch # unk. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient underwent surgical resection of his colon due to diverticulitis. The event further states that due to an alleged stapler malfunction, ¿the incision did not close properly¿ which caused patient to develop a serious infection. The patient alleges pain and suffering.

Manufacturer narrative:
Date sent: 04/27/2022. Additional information received: op notes. Please see attached.